Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-00518 for a description of the second device. It was reported to boston scientific corporation that during a cystocele and rectocele pelvic floor repair procedure using an uphold vaginal support system, after successfully placing the first leg assembly through the first sacrospinous ligament, the needle detached when the physician attempted to pull the second leg assembly through the second sacrospinous ligament. The needle was captured inside the capio device cage. The physician modified a pinnacle posterior pfr kit which he used to complete the cystocele procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.